Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported there was lead migration. A revision may occur: the rep noted they reprogrammed, and if pain relief is adequate then a revision may be avoided, but if pain relief cannot be achieved then a revision will be requested. No symptoms were reported, but the issue is not yet resolved. The rep noted they would submit any new information that becomes available. On 2024-oct-18 the rep reported the cause is unknown. A lead revision was performed on (B)(6) 2024. The spine incision was opened, and the leads were able to be positioned and sutured into place. The pocket did not need to be opened. The patient now has adequate coverage of painful areas, so the issue is resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 05-jul-2028, UDI#: (B)(6); product ID: 977a260, serial/lot #: (B)(6), ubd: 08-jul-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.